Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional testing included use testing. A cassette was attached and the pump ran with no issues. The "no disposable" alarms could not be duplicated. The upstream sensor was recalibrated as a preventive measure. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a constant alarm for "no disposable clamp tubing." It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.